Event description:
It was reported that noise leading to oversensing was observed on the right atrial (ra) lead. Lead damage was suspected. The patient was stable and will continue to be monitored. There were no adverse consequences.